Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was not feeling well. It was observed that the patient had numerous ventricular tachycardia (vt) episodes and was feeling light-headed even just walking up stairs in subway. The field representative recommended an echocardiogram because of these symptoms. Additional information received indicated that the field representative was not able to check the patient's device and could not determine if the patient was symptomatic from this device. To date, this pacemaker remains in service. No adverse patient effects were reported.